Event description:
It was reported that following a percutaneous transluminal angioplasty (pta), an angio-seal sts plus was used. A 6f medikit parent sheath was also used during the procedure. The pt had a 75% to none stenosis at the external iliac artery (eia) and a 100% to none stenosis at the left superficial femoral artery (sfa) puncture site. No pre-insertion angiogram was performed. No anomalies were confirmed at the right sfa bifurcation. The lumen diameter was 4.6 millimeters. The collagen was tamped. The pt was bleeding and manual compression was applied for two minutes to achieve hemostasis. One hour later, the pt complained of coldness from the right groin to the peripheral area. A CT scan revealed thrombosis at the puncture site. After twelve hours of bedrest, the thrombosis, suture, collagen, and anchor were surgically removed. The anchor was found one centimeter from the puncture site and the collagen was slightly in the artery. There was an unk substance on the removed anchor. An angioplasty was performed using a patch. The pt was reported as recovering but was still being hospitalized.

Manufacturer narrative:
Two collagen-like masses consistent with components used in the 6f angio-seal sts plus device (one with an imbedded suture and anchor-like segment) were received. Three unk material masses were also received for evaluation. One collagen-like mass had a fibrous appearance with two suture-like strands and a white anchor-like segment imbedded. The collagen-like material was removed from the suture revealing a knot-like shape attached to an anchor-like dome. Both ends of the suture-like strands were even, consistent with cutting. The anchor-like segment and a protrusion resembling an angio-seal gate. No visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states thrombosis or collagen at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal in pediatric patients or others with small femoral artery size (< 4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients.